Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and cerebrovascular accident (cva) das system. It was reported that the clinic no longer would fill the pump and patient was due to have it refilled on (B)(6) but no one called or told them and now they said they didn't have anyone to fill it. The consumer reported at first they thought patient was having an allergic reaction and he had been convulsing and miserable. The patient was currently in the waiting room of a hospital. Consumer reported they contacted a home infusion company but they said they couldn't touch the pump. The consumer was wondering if the hospital could fill it. Consumer was wondering if they gave him oral baclofen if that would make the patient stop from spasm. No further complications were reported.